Event description:
The pt had a fall which contributed to the pt receiving minimal benefits despite increases in drug therapy. The catheter was found to have backed out of her intrathecal space, and was also reported to be fractured. The catheter was replaced. The patient's baclofen was then titrated down to a sub-therapeutic dose that could be gradually increased by her managing hcp. The pt outcome was reported as "no injury".